Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient had surgery on their catheter (not a fresenius product) at the end of 2020 for draining issues. Attempts to obtain additional information were unsuccessful. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius device, product or other issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).